Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer cleaned and checked all sipper flowpaths, removed and cleaned the ise acrylic blocks, and checked the dilution vessel and nozzles. The customer ran calibration and controls; results were within specifications.

Event description:
The initial reporter stated they received discrepant ise results for (B)(6) patient samples tested on a cobas 8000 ise module. The affected results involved testing with ise indirect na, k for gen.2. The initial sample values from (B)(6) 2020 were reported outside of the laboratory. The samples were repeated on another cobas 8000 ise module on (B)(6) 2020 and these results were believed to be correct. The reporter stated that urine ise controls were outside of range, but serum ise controls were good. The ise calibration was good. The ise was recalibrated and urine controls were repeated, but these still recovered outside of range. The reporter also noted they were receiving ise noise errors. The na and k electrode lot numbers and expiration dates were requested, but not provided.